Event description:
During a surgical procedure, performed was a lumbar laminectomy with fusion and iliac bone crest grafting, the screwdriver from spinal solutions came apart. The surgical rep, (B) (6), present and aware. Dates of use: (B) (6) 2009. Diagnosis: isthmic spondylolisthesis with bilateral pars defect l5-s1.